Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, the patient felt exhausted, nausea and abdominal discomfort. Patient found out that their elevated bg and ketones in urine. The highest blood glucose was 400 mmol/dl. Eventually, patient realized that his insulin pump catheter was kinked. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.